Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricle (lv) lead was unable to pace. The lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of ¿unable to pace¿ was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual, x-ray and electrical examination did not find any anomalies.